Manufacturer narrative:
The subject device is not available for evaluation as it remains with the customer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 11500a25 was explanted from aortic position after an implant duration of approximately two (2) years and four (4) months due to posterior leaflet rupture causing severe regurgitation. As reported, cor-knot was used at implantation. Reportedly, patient presented with dyspnea and fatigue. A hole of 1mm in diameter was observed near stent post in the right post leaflet. Another valve model 11500a25 was implanted in replacement with no postoperative pvl. The patient was noted as to be discharged home.

Manufacturer narrative:
Updated section b5, h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed.

Event description:
Edwards received notification that a valve model 11500a25 was explanted from aortic position after an implant duration of approximately two (2) years and four (4) months due to posterior leaflet rupture causing severe regurgitation. As reported, cor-knot was used at implantation. Reportedly, patient presented with dyspnea and fatigue. A hole of 1mm in diameter was observed near stent post in the right post leaflet. Another valve model 11500a25 was implanted in replacement with no postoperative pvl. The patient was noted as to be discharged home.